Event description:
Healthcare professional reported lap-band "band erosion." This event was first noticed a few months ago when the patient experienced "abdominal paid." It was also reported that the patient previously had a "port infection" that was treated and resolved.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/10/2015: the reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon implant date and event date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection, gastric erosion and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the catalog number, serial number, the event date, patient data or further event details. Device labeling addresses the possible outcome of infection and erosion as follows: "caution: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract". Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1 % of subjects included: abdominal pain, chest pain, incision pain and port site pain".